Event description:
It was reported that this pacemaker was an attempted implant due to high, out-of-range impedance. The atrial and ventricular impedances were greater than 3,000 ohms in both unipolar and bipolar configurations, despite cleaning the leads and checking the header connections. There was also no sensing or pacing and non-physiological signals observed. A new device was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was an attempted implant due to high, out-of-range impedance. The atrial and ventricular impedances were greater than 3,000 ohms in both unipolar and bipolar configurations, despite cleaning the leads and checking the header connections. There was also no sensing or pacing and non-physiological signals observed. A new device was successfully implanted. No adverse patient effects were reported. The pacemaker was returned to the manufacturer for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.